Event description:
It was reported while infusing propofol the device remained in "standby" mode despite having pressed start. Some propofol appeared in line but unclear if infusion was running appropriately. The green light did not display on the pump to indicate propofol was running. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.